Manufacturer narrative:
Per the clinic, the patient experienced pain, swelling and inflammation at the implant site. Device analysis report attached.

Event description:
Per the clinic, the patient was "advised" to stop using processor in early (B)(6) 2025, due to ongoing discomfort and sound percepts with the device use. The patient also experienced an infection at the magnet site for 6 months post-implantation and subsequently was treated with oral antibiotics (specific date and duration not reported), however, the issue did not resolve. The device was explanted on (B)(6) 2025, and there are no plans to reimplant the patient with a new device as of the date of this report.